Event description:
After iabp for four hours, the "rapid gas loss" alarm sounded from the pump. Blood was noted in the catheter and the iab was removed. (Event complications: none from the event reported 12/10/96. (Pt's current status: alive rpt'd 12/10/96).

Manufacturer narrative:
Follow-up MDR was mailed to the FDA on 4/25/97. Device label code for f10. Position 1: 1701 and position 2: 1738. Evaluation summary: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration twa seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.